Event description:
It was reported that the patient is having pain at the site of their implantable cardiac monitor (icm) implant. Follow-up information indicates that the device is scheduled to be removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.